Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that four front cases with keypad were replaced. No further information is available.

Manufacturer narrative:
Investigation conclusion: the customer reported complaint of the keypad being replaced due to unspecified issues was evaluated. Test results identified that the ac indicator lights did not illuminate on keypad 3 after plugging in the power cord. All other keys on the keypad were functioning as intended. Keypad 1 and 4 had various soft keys fail. Keypad 2 had no issues, no faults found. An internal inspection was performed. Each layer of the front case was removed and inspected for anomalies. Signs of fluid ingress was visible on 4 out 4 keypads. Broken traces were observed on 3 out of 4 keypads. Trace 19 and 20 associated to the system on key and the green led. Trace 1 and 2 associated to soft keys; s4, s8, s14, 1, 4, 7, silence, clear, 0, decimal point, cancel. Device inspection: external and internal inspection was performed on (qty 4 printec p/n tc10012515). During internal inspection, the keypads were found with signs of fluid ingress where the flex cable meets the circuit layer. Broken traces on 3 out 4 keypads observed (trace 1, 2,19, 20). During external inspection, keypad 2 had slight damage to the screen. The remaining keypad were in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: a device history record could not be performed on cad_8015 due to no serial numbers were provided by the customer. H3 other text : only front case keypad assemblies were provided for the investigation.

Event description:
It was reported that four front cases with keypad were replaced. No further information is available.